Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2016 in order to place an internal magnet. This report is filed on november 14, 2016. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
Per the clinic, it was reported that the patient's abutment was removed due to infections at the implant site; however, the implanted device remains insitu. Subsequent to the abutment removal, the patient was treated with antibiotics (type, date and duration not reported). Prior to the procedure, the patient experienced pain and swelling at the implant site. Correction: the correct model code is bia400, not bia210 as previously reported. Correction: the correct catalog # is 93332, not 92135 as previously reported. Correction: the correct 510(k)# is k121317, not k955713 as previously reported. This report is filed september 19, 2016. Implanted device remains.

Manufacturer narrative:
Initial implantation details unavailable at the time of this report. Registration number 3009092818 exemption number e2016011. This report is filed on september 02, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, it was reported that the patients device has been explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report september 02, 2016.